Manufacturer narrative:
(B)(4)

Event description:
The customer stated that starting on (B)(6) 2017, they had issues with quality controls tested for the prea prealbumin (prea) and c4-2 tina-quant complement c4 ver.2 (c4) on the cobas 8000 c 502 module (c502). The initial control results would be double the value of repeat results. The customer also stated that they had the same issue with patient samples tested for prea. The customer stated that if the initial prea value is 400 mg/dl, then the repeat result will be 200 mg/dl. They had questionable initial results for three patient samples tested for prea. These samples were later repeated as part of a lot comparison. The patient for one of the three samples had another sample collected and the result from the new sample matched the repeat result of the questioned sample. Of the 3 questioned samples, one had an erroneous initial result that was reported outside of the laboratory. The sample had an initial prea value of 33 mg/dl on (B)(6) 2017 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2017 for lot comparison purposes and resulted as 15 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The prea reagent lot number was 24913401, with an expiration date of 31-mar-2019. The field service engineer back flushed the rinse mechanisms and sample probes. He checked syringe seals, the rinse mechanism, and reagent flow volumes. He cleaned the ultrasonic mixers and probes. The customer ran quality controls and precision studies for the c4 and prea tests; these were within acceptable ranges. The field application specialist deleted the prea application from the instrument software in order to eliminate the possibility of application corruption. She re-downloaded the prea application and noted that the customer had been using a previous version of the test application. To eliminate the possibility of a pipetting combination issue, she changed the test sequence of the prea test so that the pipetting order of tests on the analyzer were changed. She checked the washing configuration and this was correct. A new lot calibration was performed and quality controls were tested; all were within acceptable limits.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The customer has not had any further issues.